Event description:
On (B)(6) 2010, the patient initially complained that electrodes are leaving a deep, red, painful ring. Upon conducting a patient questionnaire on 06/02/2010, the patient stated that the electrodes burned her skin and that it was very painful.

Manufacturer narrative:
Device has not been returned to the manufacturer for further investigation. Preliminary tests are pending. Associated accessory device: act monitor, model# com001, (B)(4).